Manufacturer narrative:
This report is submitted on 07 jan 2021.

Event description:
Per the clinic, the patient was hospitalized (duration, specific date not reported) due to facial nerve palsy and deterioration of hearing.